Event description:
It was reported by the patient advocate that the right ventricular (rv) lead, required an additional surgical intervention due to the rv lead being damaged, and having a suspected fracture. This lead was explanted. During this revision procedure, it was noted that this right atrial (ra) lead also exhibited a suspected fracture and insulation damage. However, no additional details were provided from the patient advocate regarding this event, so it is currently unknown whether the physician also elected to surgically revise this ra lead. Information was requested from the field representative regarding the event resolution, but a response has not yet been received. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.